Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "lines on main display" was confirmed during product evaluation. The root cause was determined to be a faulty main display. The main display was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "lines on main display." This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.